Event description:
The initial reporter advised shiley that a patient had his bjork-shiley convexo-concave mitral heart valve replaced due to an outlet strut fracture. The patient survived the surgery.